Event description:
Pt developed swelling and tenderness approximately five months post achilles tendon repair with orthadapt augmentation. Approximately nine months post repair, the physician performed an exploration and debridement, which included removal of the bioimplant; at that time, the achilles tendon was noted to be healed.

Manufacturer narrative:
During the explant surgery, the tendon noted to be healed, however, the bioimplant was noted to be intact and not incorporated with the tendon. The explanted specimen was not returned to the company for evaluation. Due to the lack of information, the cause of the event could not be determined. However, the poor fixation of the bioimplant to the tendon, which allow friction and irritation with the surrounding tissue could have been a contributing factor. A review of the device history record (DHR) indicated the device identified in this report met all manufacturing requirements. The manufacturer of the device at the time was pegasus biologics, inc.